Event description:
During a transfemoral tavr procedure the 26mm sapien xt valve was deployed high in an aortic position resulting in anterior and posterior moderate paravalvular leak (pvl). Post dilation was performed with minimal improvement. A 2nd valve was deployed with trace to mild pvl noted. The patient was stable after the procedure. As reported, the valve was positioned 50:50 and deployed slowly but it landed 90:10 aortic/ventricular on the left coronary cusp. The non- and right coronary cusps were 20:80 a/v. The valve was sitting too high and a little bit canted. As per report, there was severe native leaflet calcification, which appeared to contribute to the event.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the cause for the aortic malposition was the severe native leaflet calcification causing the first valve to move during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.